Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: according to the complainant, the nurse reported the patient's IV pump that was running smoflipids began alarming, with the IV pump screen reading downstream occlusion. The nurse restarted the infusion, but after running for a few minutes, the pump began to alarm again. This sequence of events occurred several times over the next hour and a senior nurse recommended changing the line to a different open port of the chicken foot on the patient's peripherally inserted central catheter (PICC) line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.